Manufacturer narrative:
The analyzer serial number is (B)(6) . The investigation is ongoing.

Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 results for 1 patient on a cobas 6000 c501 module compared to a radiometer blood gas analyzer. The doctor questioned the low roche results compared to the blood gas analyzer results as they do not match the patient's clinical picture. The patient had the following bilt3 serum sample results from the c501 module: on (B)(6) 2024 the result was 1.41 mg/dl. On (B)(6) 2024 the result was 1.04 mg/dl. On (B)(6) 2024 the result was 0.69 mg/dl. On (B)(6) 2024 the result was 0.57 mg/dl. The patient had the following capillary sample results from the blood gas analyzer: on (B)(6) 2024 the result was 4.7 mg/dl. On (B)(6) 2024 the result was 3.9 mg/dl. On (B)(6) 2024 the result was 3.0 mg/dl. On (B)(6) 2024 the result was 3.1 mg/dl. Clarification on if the capillary sample was collected at the same time as the serum sample was requested. The roche reference range is <1.2 mg/dl for adults. The radiometer reference range is <2 mg/dl for adults.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.